Manufacturer narrative:
One opened probe was received with a tip protector, in a zip top bag, for the report of probe not cutting. The returned sample was visually inspected and found to be non-conforming with the probe needle slightly bent and the port of the probe bent/smashed. The sample was functionally tested for actuation, aspiration, and cut. The sample was found to be conforming for aspiration and was non-conforming for cut. The probe was disassembled and the components inspected. No/minimal wear was observed on the inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. The inner cutter was observed to be slightly bent. Gouge marks were observed at the cutting edge and several locations along the inner cutter. The sample was retested for actuation with the probe driver and was able to actuate. The initial actuation test failed due to an interference within the probe and once the interference (bent needle and shell assembly) was removed the probe was able to actuate. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. The complaint evaluation confirms that the probe had a cut failure, and also indicated that the probe had an actuation failure. The most likely root cause for the actuation and cut non-conformance is from the bent needle and bent inner cutter. A damaged/bent inner cutter can impede the movement of the cutter shaft. This interference is present as observed from visual condition of the inner cutter. After the probe was disassembled (bent needle and shell assembly removed), the probe was able to actuate. A secondary contributing factor of the observed cut failure is the bent/smashed port of the probe. A damaged port can decrease the quality of the cut performed by the probe. The exact root cause of the bent needle, bent inner cutter, and damaged port cannot be determined from this evaluation. The most likely root cause is handling at any point after the probe was shipped from the manufacturing site. An exact root cause for the bent needle, bent inner cutter, and damaged port was not determined from this evaluation, therefore, no specific action with regard to this complaint was taken. Probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Any non-conformances found are removed from the lot and scrapped. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported the vitrectomy probe did not cut and the vacuum was working during a pars plana vitrectomy procedure. The product was replaced and the procedure was completed. There was no harm to the patient.